Event description:
The customer reported white blood cell (wbc) bath overflow errors were generated when using the coulter hmx hematology analyzer with autoloader. The customer performed trouble-shooting with a beckman coulter customer technical support specialist. The customer watched the baths fill and drain normally, but the error continued. The customer manually flushed the line from the top of the wbc bath to fitting #8 to flush the sensor that might have been causing the error, without resolution. The customer did not observe any leakage from the wbc bath. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. When the customer disconnected the tubing from the top of the bath, small droplets went in her eye. Per conversation with the customer on (B)(6) 2014, she stated she immediately rinsed her eyes in the eye wash located in the laboratory. She did not receive any medical attention or medication from the event. She immediately returned to work following the incident and has never experienced any issues related to the event. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and was not able to reproduce the errors. However; while onsite the fse observed a folded white blood cell (wbc) drain line. The fse unfolded, shortened and re-attached the drain line. (B)(4).